Event description:
It was reported that an ilet bionic pancreas sustained accidental damage when it was dropped by the patient¿s daughter, resulting in a cracked and unresponsive screen that rendered the device unusable; a replacement device was arranged and the user had synced data to the mobile app before shutdown guidance was provided. Symptoms included no injury. Outcomes included continued use of cgm data through the dexcom app while awaiting the replacement and planned return of the damaged device with a provided shipping label. Investigation included customer interview and troubleshooting focused on device usability and data synchronization. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no indication of device-generated alarms or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.